Event description:
It was further reported that during the procedure the balloon was inflated to 12atms for 20 seconds and ruptured on the first inflation. The balloon was removed intact. The procedure was completed with a different device.

Event description:
It was further reported that during the procedure the balloon was inflated to 12atms for 20 seconds and ruptured on the first inflation. The balloon was removed intact. The procedure was completed with a different device.

Manufacturer narrative:
Age at time of event: 18 years or older. Updated: age, describe event or problem, therapy dates and descriptions. (B)(4).

Event description:
It was reported that during an unspecified intervention a balloon rupture occurred. The 2.5 x 12mm apex monorail balloon was being used to treat an unspecified lesion and ruptured at 12atms. There were no reported complications and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. No tears were visible in the balloon material. However, when an attempt was made to inflate liquid into the balloon, a pinhole leak was noted over the distal edge of the distal markerband. A detailed examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).